Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with test catheters without any issue. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve injury).

Event description:
Additional information from the manufacturer's representative reported that the patient recovered from the phrenic nerve palsy at discharge from hospital.

Event description:
It was reported that during a cryoablation procedure, compound muscle action potential (cmap) and palpation confirmed that phrenic nerve motion was weakened during ablation. Double-stop was conducted. Phrenic pacing and fluoroscopy confirmed that the phrenic nerve moved a bit but it was weaker than prior to the cryoablation procedure. The case was aborted. No further patient complications have been reported as a result of this event.